Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was separated the following information was received by the initial reporter with the following verbatim "bd number 25203 is kinking for the pediatric patients""they definitely come apart too easily. Which is a huge risk in our area."